Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered as the patient was swimming in a pool. Review of the data indicated the implantable cardioverter defibrillator (ICD) experienced external electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.